Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred during the procedure. 1 to 1.5 hours post procedure the patient had a change in their blood pressure and a transthoracic echocardiogram was performed. The images showed that there was a small pericardial effusion present. The physician performed a pericardiocentesis and drained 100cc of blood from the patient. The drain was left in overnight, and the patient was brought to the ICU with a planned discharge the next morning.